Event description:
No thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant wasn't completely covered by bone, immediate implantation, pain, mobility, osseointegration failure with fibrous tissue encapsulation around the implant.